Event description:
It was reported during a laparoscopic hernia repair the outer gasket tore on a 355ld trocar. It is unk how the gasket tore. The case was successfully completed using the same trocar. There was no consequence to the pt.